Manufacturer narrative:
The insulin pump was received with button error alarm and had unresponsive esc and act buttons due to moisture damage keypad traces. The insulin pump was unable to perform any tests due to unresponsive button. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. No belt clip assembly received with insulin pump, unable to verify belt clip anomaly.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 424 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.